Manufacturer narrative:
The reported event of quick battery depletion file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported noticing a quick depletion of battery on their new devices when compared with their older devices. Devices were charged over a 13 day period, and prior to the rollout of the new devices, most of them had no charge or were in the 5 minute battery life left mode. There was no patient harm.